Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported error 1007 which is consistent with machine and proximal pressure sensor failure. Patient involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The ventilator was sent in for bench repair by authorized service provider (asp). The error 1007 which was reported by the customer could not be reproduced on the device. Additional issues found were: touchscreen unresponsive in certain areas, does not pass calibration. Top cover cracked in a corner. Cooling fan missing mount, push pins and retainer. Therefore, the device does not actually have any condition for which it should alarm and it does not do so. The asp replaced the touchscreen, top cover, fan mount isolation, fan mount push pins and fan retainer filter and guard were replaced. Following the test & verification procedure, the device was restored to factory settings. All tests and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily.